Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with high idle current due to open trace on lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during testing. Unit passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated they did try a fresh battery and still experiencing low battery life. Customer was advised to clean battery cap with cotton swab. Customer was advised that we will ship a replacement battery cap. Customer would like the pump replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we would replace the pump.